Event description:
The olympus sales representative reported that the generator's audio and visual alarm did not alert the staff that the ultrasonic probe tip broke off during the procedure. He reported that the physician stopped using the equipment only because the ultrasonic probe did not cut as well as it did at the start of the case. An x-ray of the patient did not reveal the broken tip. There were no injuries or complications.